Event description:
It was reported that a novum iq large volume pump (lvp) exhibited inaccurate flow during a norepinephrine infusion. The reporter stated that minimal changes in the flow rate resulted in significant fluctuations in the patient's blood pressure. Multiple troubleshooting steps were taken, including testing and different pump channels; however, the issue persisted. The pump was ultimately replaced, after which no further blood pressure instability or issues with norepinephrine flow adjustment were reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.